Manufacturer narrative:
This report is submitted on 07 may, 2020.

Event description:
Per the clinic, the patient experienced infection at implant site. Revision surgery is planned but has not taken place as of the date of this report.